Manufacturer narrative:
The field service engineer went to the customer site of onsite service. The technician tested the device and found out that no sound was coming from the device. The field service engineer replaced the speaker to solve the reported issue. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction from the device. The device was not in use at time of event, there was no adverse event reported.